Event description:
It was reported that the bur broke. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was returned for evaluation. It was visually confirmed that the product had broken at the join between the neck and head of the product. A review of manufacturing records confirmed conformance to requirements. It was not possible to determine the definitive root cause for the breakage.